Event description:
It was reported that the implantable cardiac monitor - icm failed to be interrogated. The icm was not used and no patient was involved.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with battery voltage at end of life (eol). Analysis of the device indicated high current drain on hybrid. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain.